Event description:
It was reported that bd alaris smartsite extension set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that extension set with connector would not flush or draw labs.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.